Event description:
It was reported that during insertion in anesthesia, the tip of the dilator was found split. As a result, a new kit was opened and used without issue. A delay was reported; however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4).